Manufacturer narrative:
Follow-up received on 09-aug-2016 quality-safety evaluation of ptc: ptc global number 2015-045734/1(B)(4) .have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective (applies only for mother cases (B)(4)). Company causality comment: this non-medically confirmed, spontaneous case report was received from a female consumer and refers to her female baby; who was exposed to essure (fallopian tube occlusion insert) in uterus. The mother delivered 6 weeks early and while in labor her placenta ruptured; the baby got blood in her lungs and had to stay in the nicu for two weeks. The reported events are unlisted according to essure's reference safety information. When essure is in its ideal position, 3 to 8 outer coil will be trailing into the uterus. In this particular case, a mechanical interference between essure and mother's pregnancy cannot be excluded, due to the gestational age at the time of events. Since the events in the baby occurred as a consequence of maternal complications during the pregnancy (for which causality with essure cannot be excluded); they were considered as related to the suspect insert. Due to the required hospitalization, this case was regarded as incident. A product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. No follow-up will be possible, due to lack of contact details.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5041347) in united states on 20-oct-2015 which refers to a neonate female who was exposed to essure (fallopian tube occlusion insert) in uterus. The consumer had essure inserted in 2010 and 8 months after she had the procedure she went to the doctor because the nausea became too much and he asked if she could be pregnant and did test anyway to be safe, the pregnancy test was positive. The consumer reported being scared because she had had an ectopic rupture before and only has one tube but it turned out the baby was in the uterus. The pregnancy was scary because no one knew what could happen with the essure in place. She delivered 6 weeks early and while in labor her placenta ruptured and the baby got blood in her lungs and had to stay in the nicu for two weeks. Mother case number (B)(6). Company causality comment this non-medically confirmed, spontaneous case report was received from a female consumer and refers to her female baby; who was exposed to essure (fallopian tube occlusion insert) in uterus. The mother delivered 6 weeks early and while in labor her placenta ruptured; the baby got blood in her lungs and had to stay in the nicu for two weeks. The reported events are unlisted according to essure's reference safety information. When essure is in its ideal position, 3 to 8 outer coil will be trailing into the uterus. In this particular case, a mechanical interference between essure and mother's pregnancy cannot be excluded, due to the gestational age at the time of events. Since the events in the baby occurred as a consequence of maternal complications during the pregnancy (for which causality with essure cannot be excluded); they were considered as related to the suspect insert. Due to the required hospitalization, this case was regarded as incident. A product technical analysis is being sought. No follow-up will be possible, due to lack of contact details.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.